Manufacturer narrative:
Root cause: 2082-00 pull pins were manufactured smaller than the dimensional requirements, causing them to thread into 2080-01 screws with minimal locking force. The supplier produced the 2082-00 pull pins using his own nominal targets without regard for tolerances based on the specified thread standard. As a corrective action, the pull pin supply was removed from the original manufacturer and moved to the same vendor who made the screws. In addition, all thread callouts are supplemented with specific dimensional tolerances. Initially it was determine the event was not reportable. On a subsequent re-review, it was determined that this event should have been reported.

Event description:
Level 3 procedure. Surgeon implanted six perpos screws in total. Surgeon inserted perpos device and attempted to compress using the compression tool. Two of the pull pins disengaged from the head during compression. As screw was not fully compressed, screwdriver was placed onto head of screw and screwed tight. The patient was not compromised.